Manufacturer narrative:
Evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found a crack was detected in the connector; it was better visualized when a syringe is connected. The complaint was confirmed and no other analysis performed. Based on the analysis conducted in the sample the connector was damaged during the use of the product and could have been damaged during the handling of the product. Therefore, the most probable cause was due to improper use of the product. All mitigations in place were verified and it was confirmed they have been executed accordingly, this failure condition in this product will continue to be monitored for threshold or escalation.

Manufacturer narrative:
Month and year of event have been provided, day is unknown. D4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the customer connected a syringe to the suction line during the use of the product, a crack in the suction line was found. No adverse patient effects were reported by the customer. It was reported that no further information is available.